Event description:
Indication: chronic inflammatory demyelinating polyneuritis; spontaneous: patient left voicemail saying her pump broke while she was doing her last infusion; patient was to have infusion today but can do it tomorrow. Unknown if any adverse event. Patient does have defective pump on hand. Return box and new pump shipping 06/15/2021 for delivery 06/16/2021. Further information. Reported to (B)(6) by: patient/caregiver.